Event description:
It was reported to philips that the heartstart xl defibrillator shows no shock delivered when pressing the discharge button and cannot pass defib test. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.